Event description:
Customer complaint - limited data available I just had an annual physical, to test my care touch blood sugar monitor, right before the physical I measured my blood sugar and right after with the intent of comparing these readings to the lab blood work from my physical. The results were as follows. Care touch reading immediately before physical 109 and immediately after physical 106. Blood work from the lab was 78 mg/dl. The physical only took 30 minutes so these three readings were only 15 minutes apart. It appears my care touch reads high, is there anything I can do to correct this reading?

Event description:
Customer complaint - limited data available . The customer tracked their blood glucose levels before and after a doctor's appointment and received vastly different readings.